Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the closure device met all criteria and was released in the laa.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09556. It was reported that pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. No pericardial effusion was noted at baseline. The patient was heparinized and their activated clotting time after the transseptal puncture was 400 seconds. The watchman® access system (was) was used to deliver the 24 mm watchman ® laa closure device and delivery system (wds). The closure device was deployed in the laa. After the device was deployed, a pericardial effusion with tamponade was observed resulting in a decline in blood pressure. A pericardial drain was placed, along with reversal of heparin and coumadin. The patient was noted to have done fine post procedure. The patient was admitted to the hospital and then discharged home several days later. The patient has been seen in office in follow up since the procedure and is doing well.